Event description:
A surgeon reports a patient complains of glare following intraocular lens implant surgery. The patient reports pain that appears to be triggered by light and radiates outward toward the side of her face affecting her sinuses. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.